Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device had an electrical reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product it could not be determined if this device performed as described in the field action. Concomitant products: 5568 implantable pacing lead (B)(6) 2008. (B)(4).